Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving dilaudid (20 mg/ml, 18.44 mg/day), bupivacaine (1.0 mg/ml, 0.9222 mg/day), and clonidine (180 mcg/ml, 165.99 mcg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient went in for a pump refill and it was discovered that the pump had flipped. The pocket was opened, the catheter aspirated successfully from the catheter access port, the pump refilled easily through the refill septum, and no other changes were made. The pump was sutured into the pocket using all four suture loops. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The issue was resolved. The patient status was 'alive - no injury.' There were no reported symptoms. No further complications were reported.